Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A local field service engineer went onsite and performed the processing head tightness check on the customer's cobas 8800 system, which failed at several positions. Evidence of leakage was observed in specific areas of the cobas 8800 system. It is assumed that the leakage might be liquid waste droplets, it could be observed on the processing module deck, heating station, and separation station. No erroneous or invalid results were reported, and no harm or injury was indicated.

Manufacturer narrative:
The reported issue was solved by replacing the stop discs and o-rings on the customer's systems. On (B)(6) 2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).